Event description:
Certified diabetic educator stated that the customer was hospitalized with high blood glucose level. When she opened the backdoor she noticed that the driver arm was bent. The cannula was slightly bent when she changed the set. At admission time there were no leaks or air bubbles in the tubing or syringe. The leadscrew test and rotation were accurate.